Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Pain - applicator [medical device site pain]. Cover (lining) of the tampon doesn't come out completely - vagina [foreign body in reproductive tract]. Tampons hurt when inserted them [complication of device insertion]. Cover (lining) of the tampon doesn't come out completely, worried there was remains of cotton inside [device breakage]. Case narrative: consumer reported via social media that the cover or lining of the tampon doesn't come out completely. No serious injury reported.

Event description:
Pain - vagina [vulvovaginal pain] pain - applicator [medical device site pain] cover (lining) of the tampon...doesn't come out completely - vagina [foreign body in reproductive tract] tampons hurt when inserted them [complication of device insertion] cover (lining) of the tampon doesn't come out completely, worried there was remains of cotton inside [device breakage] hurt a lot when I (inserted them) and withdrawing them [complication of device removal] case narrative: consumer reported via social media that the cover or lining of the tampon doesn't come out completely. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.